Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-05762. It was reported that guidewire fracture occurred. The target lesion was located in the coronary artery. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During preparation, test rotation was performed outside the patient. However, it was noted that the wire was broken. The broken wire clogged the lumen and became unable to be removed from the rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The advancer unit and burr unit were received together. The advancer knob was received tightened in a backward position. The burr, annulus, sheath, and handshake connections were microscopically and visually examined. The handshake connections were connected with no irregularities or issues. The annulus was blocked and damaged. The device burr was soaked in hot and warm water but the annulus was still blocked. The blockage was clear and crystalized, which appeared to be saline or contrast. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with .009¿ rotawire (batch 17014383). The rotawire would not go through the burr due to the blockage and damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05762. It was reported that guidewire fracture occurred. The target lesion was located in the coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, test rotation was performed outside the patient. However, it was noted that the wire was broken. The broken wire clogged the lumen and became unable to be removed from the rotalink¿ plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.